Event description:
It was reported that the device went to elective replacement indicator early and the device lasted less than 5 years. Premature battery depletion is suspected. The device remains in use and replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).